Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a (B)(6) female patient who had essure (batch no. 626221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gonococcal infection of joint (approximate date of treatment (B)(6) 2008), bacterial vaginosis (approximate date of treatment (B)(6) 2008), sickle cell anemia (approximate date of treatment 2006), biliary dyskinesia (approximate date of treatment 2006), bronchitis (approximate date of treatment (B)(6) 2006), gastroesophageal reflux disease (approximate date of treatment (B)(6) 2006), ovarian cyst (approximate date of treatment (B)(6) 2006) and right lower quadrant pain (approximate date of treatment (B)(6) 2006). Ethnicity african american. Concurrent conditions included body mass index normal, gonorrhea, acute gonococcal infection of lower genitourinary tract, irregular menstruation, uterine bleeding and polycystic ovaries. Concomitant products included lorazepam (ativan). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vulvovaginal mycotic infection ("yeast infection"), the first episode of urinary tract infection ("urinary tract infection"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), anaemia ("blood or heart disorder/condition: anemia"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), vulvovaginitis ("infection (bladder/urinary tract/vaginal): vulvovaginitis"), cervicitis ("cervicitis"), bacterial vaginosis ("bacterial vaginosis"), the second episode of urinary tract infection ("urinary tract infection"), headache ("headaches"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain/loss: weight gain") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vulvovaginal mycotic infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, vulvovaginitis, cervicitis, bacterial vaginosis, the last episode of urinary tract infection, headache, migraine, vaginal discharge, weight increased and abdominal distension outcome was unknown and the anaemia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, bacterial vaginosis, bladder disorder, cervicitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginitis, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: retroverted uterus, grade 3 cystocele, grade 2 uterine prolapse, probable left endometrial polyp uterine side wall diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. On (B)(6) 2009 should hysteroscopy, d&c. On hysterosalpingogram should bilaterally occluded tubes with correct intrafallopian tube placement of bilateral essure devices. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vulvovaginitis, cervicitis, vaginal discharge, abdominal pain, anemia. Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs received: case became incident. Product stop date added. Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 29-year-old female patient who had essure (batch no. 626221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gonococcal infection of joint (approximate date of treatment (B)(6) 2008), bacterial vaginosis (approximate date of treatment (B)(6) 2008), sickle cell anemia (approximate date of treatment 2006), biliary dyskinesia (approximate date of treatment 2006), bronchitis (approximate date of treatment (B)(6) 2006), gastroesophageal reflux disease (approximate date of treatment (B)(6) 2006), ovarian cyst (approximate date of treatment (B)(6) 2006) and right lower quadrant pain (approximate date of treatment (B)(6) 2006). Ethnicity african american. Concurrent conditions included body mass index normal, gonorrhea, acute gonococcal infection of lower genitourinary tract, irregular menstruation, uterine bleeding and polycystic ovaries. Concomitant products included lorazepam (ativan). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vulvovaginal mycotic infection ("yeast infection"), the first episode of urinary tract infection ("urinary tract infection"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), anaemia ("blood or heart disorder/condition: anemia"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), vulvovaginitis ("infection (bladder/urinary tract/vaginal): vulvovaginitis"), cervicitis ("cervicitis"), bacterial vaginosis ("bacterial vaginosis"), the second episode of urinary tract infection ("urinary tract infection"), headache ("headaches"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain/loss: weight gain") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vulvovaginal mycotic infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, vulvovaginitis, cervicitis, bacterial vaginosis, the last episode of urinary tract infection, headache, migraine, vaginal discharge, weight increased and abdominal distension outcome was unknown and the anaemia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, bacterial vaginosis, bladder disorder, cervicitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginitis, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: retroverted uterus, grade 3 cystocele, grade 2 uterine prolapse, probable left endometrial polyp uterine side wall . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. On (B)(6) 2009 should hysteroscopy, d&c. On hysterosalpingogram should bilaterally occluded tubes with correct intrafallopian tube placement of bilateral essure devices. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vulvovaginitis, cervicitis, vaginal discharge, abdominal pain, anemia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.